Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
(B)(4). Alleged failure: failed insulation . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, sterilization methods, and user misuse. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.